Event description:
It was reported that the patient has experienced an increase in seizures and the patient cannot feel magnet stimulation since a generator replacement in 6 months ago. Attempts for additional information have been made; no additional relevant information has been received to date.